Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 300 mg/dl. On (B)(6) 2016, customer's blood glucose was 583 mg/dl. Customer was hospitalized for virus and ear infection. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that no delivery occurred 3-4 times during bolus. The insulin pump was not returned for analysis.